Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having a problem with their controller and possibly the recharger. Patient clarified they would put the recharger directly over the implanted neurostimulator, but the screen would say device cannot be found and if they did connect, they would lose connection even without moving. Patient also said if they did start charging, the implant battery wouldn't increase in charge. Patient then said the other night when they were trying to charge, the cord coming out of the paddle got exceptionally hot and burned their fingers when they touched the cord. Patient clarified they didn't get physically burned, they just meant the cord felt really hot. Patient then examined the cord and said there was a slit in the cord in that area. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. A small rip in donut was observed. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.